Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this newly implanted right atrial (ra) lead required repositioning due to the patient¿s vessel had been traumatized during the implant due to a prior lead explant. During the revision procedure, when the physician loosened the ra set screw, the set screw came out of the device header. An attempt was made to replace the set screw; however, then noise was observed on the ra channel. The lead and device were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the ra lead had pulled back to a point where it could not be advanced to maintain the appropriate j-shape, and exhibited undersensing which required the previously reported revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the insulation was torn, and the conductor coils were stretched/deformed at the middle section of the lead body. The damage was consistent with induced explant damage. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.